Event description:
The customer stated, he was hospitalized for low blood glucose. No blood glucose reading was reported. Prior to the hospitalization the customer stated he gave himself a bolus correction, but his blood glucose did not drop. The customer stated he gave himself another bolus correction a few hours later, and at that time his blood glucose reading dropped to 17 mg/dl. Troubleshooting was performed. The insulin pump passed the displacement test and the programming was correct. No alarms were found in the alarm history. The customer did mention that he had a cold for two days and that may have contributed to the event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.